Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the report of elevated lactate dehydrogenase (ldh) could not be conclusively determined, and a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events could not be conclusively established through this evaluation. Review of the submitted log files could not confirm the reported low flow alarm. A specific cause for the alarms could not be conclusively determined. The submitted controller event log file contained events from 04jun2024 through 06jun2024. Low flow events were captured that did not last long enough to result in any low flow hazard alarms. Of note, elevated pulsatility index (pi) values were observed during the low flow events. No notable pump events or alarms were captured. The pump appeared to function as intended at the fixed speed. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6), with no further complaints at this time. The heartmate 3 lvas instructions for use (IFU) lists potential adverse events that may be associated with the use of heartmate 3 lvas. The IFU also addresses pump parameters and outlines situations that can result in low flow, including changes in patient conditions. Furthermore, the IFU and heartmate 3 lvas patient handbook outline system controller alarms, including low flow hazard alarms, as well as how to respond to each alarm condition. The IFU also explains that in general, the magnitude of the pi value is related to the amount of assistance provided by the pump. Higher values indicate more ventricular filling and higher pulsatility (i.e., the pump is providing less support to the left ventricle). The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) and the heartmate 3 patient handbook are currently available. Section 1 of the IFU, ¿introduction,¿ lists potential adverse events that may be associated with the use of heartmate 3 lvas, including hemolysis. The IFU also addresses all pump parameters, including pump flow and pulsatility index (pi). This section explains that in general, the magnitude of the pi value is related to the amount of assistance provided by the pump. Higher values indicate more ventricular filling and higher pulsatility (i.e., the pump is providing less support to the left ventricle). This section also describes the artificial pulse mode during which the rotor speed will periodically depart from the fixed speed by 2000 revolutions per minute to contribute to an intentional flow disruption. Section 3 "powering the system" and section 6 "patient care and management" of the IFU warn that the patient must always connect to the power module or mpu for sleeping or when there is a chance of sleep. A sleeping patient may not hear system alarms. Section 4 of the IFU, ¿system monitor¿, describes the pump flow display and the hazard alarms. Per design, when the estimated flow value is calculated at less than 2.5 liters per minute (lpm), a low flow status is posted to the log file. If the flow remains below 2.5 lpm for 10 seconds, a low flow hazard alarm is triggered. This section also explains that changes in patient condition can result in low flow. Section 7 of the IFU, ¿alarms and troubleshooting¿, and section 5 of the patient handbook, ¿alarms and troubleshooting¿, outline system controller alarms, including low flow hazard alarms, as well as how to respond to each alarm condition. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that one low flow alarm occurred since the patients discharge. The patient continued to have increasing lactate dehydrogenase (923) and increasing free hemoglobin (103). It was noted that the patient had shortness of breath with activity. The log files were sent for review. The event log captured momentary low flow events on 05jun2024, which were brief and did not generate an alarm. There did not appear to be any type of external mechanical circulatory support (mcs) equipment issues causing these events. The log file indicated that the patient had not connected to power module/mpu power during this history. This indicated the patient had been sleeping on battery power.

Manufacturer narrative:
No further information provided. A supplemental report will be submitted once the manufacturer investigation is complete.